Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that latch was defective. The field service engineer replaced latch and re attached srm (smart remote manager) and corrected the alignment. Functional checks were performed and the fridge recovered. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the smart remote manager was encountered a failure. The customer indicated that the malfunction caused a delay in providing the medication to the patient, as it was difficult to dispense during emergent situations. There were no adverse events or injuries reported based on this incident.